Event description:
The below report was received by health authority afssaps (reference number: (B)(4)) on 07-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion medically important), neuralgia ("neuralgia"), headache ("headaches"), tendonitis ("tendinitis"), arthralgia ("joint pains"), sleep disorder ("severe sleep problems"), myalgia ("muscle pain"), neuropathy peripheral ("neuropathy"), tinnitus ("tinnitus"), vertigo ("vertigo"), memory impairment ("memory problems"), fatigue ("chronic fatigue"), asthenopia ("eye fatigue"), visual impairment ("vision impairment"), muscle atrophy ("persistent muscle atrophy"), alopecia ("hair loss"), hyperaesthesia teeth ("tooth sensitivity"), tongue discomfort ("burning sensation on the tongue"), depression ("depression") and cardiovascular disorder ("sensation of circulatory problems"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to neuralgia, headache, tendonitis, arthralgia, sleep disorder, myalgia, neuropathy peripheral, tinnitus, vertigo, memory impairment, fatigue, pelvic pain, asthenopia, visual impairment, muscle atrophy, alopecia, hyperaesthesia teeth, tongue discomfort, depression or cardiovascular disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criterion medically significant), neuralgia ("neuralgia"), headache ("headaches"), tendonitis ("tendinitis"), arthralgia ("joint pains"), sleep disorder ("severe sleep problems"), myalgia ("muscle pain"), neuropathy peripheral ("neuropathy"), tinnitus ("tinnitus"), vertigo ("vertigo"), memory impairment ("memory problems"), fatigue ("chronic fatigue"), asthenopia ("eye fatigue"), visual impairment ("vision impairment"), muscle atrophy ("persistent muscle atrophy"), alopecia ("hair loss"), hyperaesthesia teeth ("tooth sensitivity"), tongue discomfort ("burning sensation on the tongue"), depression ("depression") and cardiovascular disorder ("sensation of circulatory problems"). At the time of the report, the pelvic pain, neuralgia, headache, tendonitis, arthralgia, sleep disorder, myalgia, neuropathy peripheral, tinnitus, vertigo, memory impairment, fatigue, asthenopia, visual impairment, muscle atrophy, alopecia, hyperaesthesia teeth, tongue discomfort, depression and cardiovascular disorder had not resolved. The reporter provided no causality assessment for alopecia, arthralgia, asthenopia, cardiovascular disorder, depression, fatigue, headache, hyperaesthesia teeth, memory impairment, muscle atrophy, myalgia, neuralgia, neuropathy peripheral, pelvic pain, sleep disorder, tendonitis, tinnitus, tongue discomfort, vertigo and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.